Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on 07/31/2016 that the patient experienced an adverse event on (B)(6) 2016. Patient reported that they went into shock with low blood glucose while wearing the dexcom. The patient stated that it was a result of human error as she had placed the dexcom on "vibrate" and was exhausted at the time. The receiver did alert, but she did not wake up and her husband did not hear because she had placed it on "vibrate." There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.